Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink and buckling to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The pull rack is fully extended, and the thumbwheel lock is missing. The stent is no longer in the sheath. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis could not confirm the inadvertent deployment.

Event description:
It was reported that inadvertent deployment occurred. A 6x60x130 innova self-expanding stent was selected for a procedure in the patient's lower limb. Prior to use, it was noted that the stent had already been deployed. Another of the same device was selected and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that inadvertent deployment occurred. A 6x60x130 innova self-expanding stent was selected for a procedure in the patient's lower limb. Prior to use, it was noted that the stent had already been deployed. Another of the same device was selected and the procedure was completed. No patient complications were reported.